Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure.

Event description:
A patient in a study underwent a da vinci-assisted nipple sparing mastectomy (nsm) procedure. During the 14-day post-operative visit, it was observed that the patient had developed mild ischemic changes of the left nipple areola complex (nac), presenting as erythema on and around the complex and bleeding at the nipple tip that subsequently formed a scab. The patient was treated with ciprofloxacin and silvadene cream. On physical exam dated ten days after the ischemic changes were observed, the event was evaluated and deemed resolved. It was reported that the reason for the ischemic changes was a disruption of vascular supply to the nac which was transient. There was no reported malfunction of a da vinci device during the procedure. The study investigator reported the event as not a serious adverse event (sae), definitely related to the nsm procedure, possibly related to the reconstruction procedure, not related to the da vinci study device and not related to the patient's pre-existing conditions.